Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the pilot valve has a slow shift. Additional malfunction is the power switch has no alarm.